Manufacturer narrative:
A ge service representative performed an on site investigation. The filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system displayed a filament reg failure error message and had to restart the system in order to complete the case during a procedure with patient involvement. There is no report of injury or death associated with the event described in this complaint.